Event description:
(B)(4). Back in 2011 after I had my fourth child, I wanted to have my tubes tied. My obgyn at the time told me about a non hormonal procedure with no surgery . He assured me it was the best thing. Trusting him I had this device inserted inside of me . I went back after 3 months to check all was good, which he said there were in the right place. At that time I told my dr. I was having heavy bleeding and cramping , he told me he could give me a partial "hestorectomy" to stop the bleeding and cramping . He also said I don't need my uterus if I'm not having anymore children. Being only 30 years old at the time I declined. For the past 5 years I have dealt with heavy periods, weight fluctuating, bloated abdominal , pelvic pain , and intercourse pain. Within the last 6 months my pain became so severe. I started to realize that the device inside of me needed to be checked out. Something was not right , than I decided I have to get this essure removed asap . I felt in my gut that this is the root to my misery. I starting to look up online other options to remove the essure instead of getting a hysterectomy. I found a awesome dr. By the name of dr. (B)(6) located in (B)(6). I arranged my surgery with him and I had this device removed. After the procedure was done dr. (B)(6) told me that if I had waited a couple of months longer to remove the device that the device would've protruded through my "fillopion" tube and could of migrated into other parts of my body. As you can see by the pictures it was already starting to protrude through the fallopian tube's and that's what was causing me the severe pain the last couple of months. It was as if I swallowed a toothpick . I was told by my current obgyn in my network that the symptoms I was having may not of been the essure and the only way for her to remove this device was to have a hysterectomy . She also told me that if woman are on birth control prior to the essure device , the birth control might have made there periods light, therefore their periods were heavier because they no longer were on birth control. I told her in my case that's not what's happening. Prior to having my fourth child I was married to my ex-husband who had a vasectomy so for 10 years I was not on any birth control so I know my periods are not like this because I got off birth control. When I told her I found a out of network dr that can remove it without a hysterectomy, she referred me to him but my network denied it saying that it wasn't medically necessary for me to have the device removed however, my obgyn sent me to another obgyn in the network which now I think back it's hypocritical of the network to say it's not medically necessary because if my situation is not medically necessary then why are you referring me to another doctor to get the device removed ? I explained to the second ob/gyn what was happening to me and that I found a expert to remove the device, he said that to completely remove the essure device would be to have a hysterectomy however , he did advise me to proceed with my surgery since dr. (B)(6) is an expert and he has done over 150 removals of "esssure". I almost forgot to mention that my in network hsg showed one of the coils were coming apart. The report didn't mention that part. The report just stated the coils were in the right place. I did have to pay out of pocket for this procedure and I am hoping my ins will reimburse me for it eventually. The day I went into surgery was my second day of my menstrual period which is normally a living hell for me on my first and second day, the moment I got the device removed and I woke up after my procedure, my bleeding was back to normal the way used to be over five years ago my bloating has gone down and my pain has gone away so I know that essure was the reason for my symptoms and for ob/gyn's to tell me that it wasn't just proves to me how ignorant they are when it comes to the essure device. Some of these ob/gyn's have no idea what woman like me are going through. No one knows your body like yourself. I want women to know that they are other options and you can remove the essure device. Do not get a hysterectomy, it's not your only option ! If your insides are good why remove them all just to get one defective device out ? If there is a doctor/specialist/expert that can do that job than don't let ob/gyn's trick you and bully you into thinking you're only way out is to get a hysterectomy . Do your research and ask the experts how many they have done and what the results were. I m so glad I found dr. (B)(6). He has got me my happiness back.